Manufacturer narrative:
(B)(6). Complaint conclusion: post use of an exoseal vascular closure device, it was reported that patient experienced retroperitoneal bleeding at the hospital. The plug was explanted one day post procedure via vascular surgery. There was no report of patient injury and the patient was discharged. The exoseal was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the medtronic vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. It is unknown if there was any evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. This was an interventional procedure with a retrograde approach. It is unknown how long after plug deployment did the bleeding start. The patient¿s blood pressure is unknown. Act was under 300 sec. The procedural films are not available. The physician has achieved certification on the use of exoseal vcd and had used the device on an average six times on a monthly basis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient, pharmaceutical and/or procedural factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Post use of an exoseal vascular closure device, it was reported that patient experienced retroperitoneal bleeding at the hospital. The plug was ex-planted one day post procedure via vascular surgery. There was no report of patient injury and the patient was discharged. The exoseal was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the medtronic vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. It is unknown if there was any evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. This was an interventional procedure with a retrograde approach. It is unknown how long after plug deployment did the bleeding start. The patient's blood pressure is unknown. Act was under 300 sec. The procedural films are not available. The physician has achieved certification on the use of exoseal vcd and had used the device on an average six times on a monthly basis.